Manufacturer narrative:
Date of event: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd venflon¿ I IV cannula bd instaflash¿ needle technology, there was foreign matter on the cannula. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd venflon I IV cannula bd instaflash needle technology, there was foreign matter on the cannula. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Two picture samples were received for evaluation by our quality engineer team. The first picture contained the product packaging and label information, including the lot number 18a1941j and the second picture revealed the needle component. A device history record review did not reveal any quality issues during the production of lot number 18a1941j that could have contributed to the reported defect. Our quality team reviewed the returned picture of the cannula, however, the picture was not clear. Minor red stains were observed on the cannula, but they could not be concluded as rust as the cannula is manufactured with stainless steel, which is rust proof. Due to the unavailability of the actual defective sample, further investigation is not possible to analyze the foreign matter pictured. Based on the investigation results, a definite cause for this incident could not be identified.